Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "fluttering" in chest/device pocket and thought the implantable pulse generator (ipg) w as "malfunctioning". The ipg remains in use. No further patient complications have been reported as a result of this event.